Event description:
During a operative laparoscopy procedure, the staple lines did not form properly and the knife blade did not advance. The surgeon applied another device without pt injury.

Manufacturer narrative:
7/23/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.